Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to intensive care unit due to high blood glucose and diabetic ketoacidosis on (B)(6) 2010 around 2 pm with blood glucose of 254 mg/dl, 253 mg/dl. Auto mode feature was not active and also not automatically adjusting insulin at time of high blood glucose event. The customer experienced positive results in ketones test as well as nausea and vomiting due to high blood glucose. The customer treated high blood glucose with insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer allege pump was under delivering because they left the insulin pump unsuspended and had not seen any insulin drops coming out of the tubing. Customer stated that there were a large air bubble in the reservoir. Customer was not reported any leaks. Customer was not reporting any soreness or irritation at the site. Customer was using a cannula based infusion set. Customer stated that she normally fills the cannula when changing out her infusion set. Customer states that the cannula was straight. Customer reported insulin pump was worn during a medical procedure. The insulin pump passed both displacement test and high pressure test. Customer reported bolus wizard was programmed accurately. Customer was unable to complete carelink upload. The insulin pump and reservoir will not be returned for analysis.